Event description:
Reporter indicated patient's generator settings were inexplicably changed from .25ma to 1ma. Patient reported a "shocking" sensation in the neck as result of the higher setting. The patient was successfully reprogrammed to the normal setting, and the "shocking" sensation was alleviated. Review of the programming history revealed a system diagnostic test was interrupted during that office visit, which caused the generator settings to be set to 1ma output current. Software was returned to manufacturer. A product analysis was performed and no anomalies were identified.